Event description:
It was reported that customer experienced cgm error during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience further cgm error afterward, and successfully started new sensor session.